Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that recurrent 'no cartridge detected' alarms had occurred during the load step and that the pump had pushed all of the insulin out then gave a no cartridge detected alarm. Reportedly, another new cartridge was filled and the load steps were completed again and the same issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: there was a no cartridge detected alarm verified in the black box. Product analysis was unable to reproduce the alarm during investigation. The force sensor calibration reading was in specification. The pump was opened and removed from the case and the solder around a pin of the force sensor flex connector was observed to be cracked.